Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. The distributor performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak rate was less than 4.5lpm, and is therefore not a sufficient leak to require medical intervention to prevent patient harm or an inability to mechanically ventilate. This was not a reportable malfunction. Additional information was received that the leak rate was less than 4.5lpm, and is therefore not a sufficient leak to require medical intervention to prevent patient harm or an inability to mechanically ventilate. This was not a reportable malfunction.